Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis revealed an inconsistency of the expected battery voltage. Due to this inconsistency the device automatically activated the eri battery status. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should additional information become available, this report will be updated.

Event description:
Ous MDR - after an implantation period of about 42 months, it was reported that the ICD indicated eri. As per today, biotronik has no further information whether the device is still implanted or not. Should we receive further details, this report will be updated. No adverse patient side effects have been reported.